Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error while priming. The blood glucose reading was 179mg/dl. Troubleshooting was performed, and the displacement test failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarms. The insulin pump received with cracked reservoir tube. The insulin pump received with scratched lcd window.